Event description:
It has been reported the patient has been experiencing episodes of frequent urination and constipation since scs implant. The patient reported the symptoms appear after he uses stimulation and last for a couple of days. The symptoms resolve upon turning off the stimulation therapy. The physician believes the symptoms are referred for a gastrointestinal work-up and scs system x-ray. The patient otherwise reports effective stimulation therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.